Event description:
It was reported that during therapy, blanket/wrap contact surface temperature not cold enough which led to an infant being out of therapeutic hypothermia range for roughly 50 minutes. There were no adverse consequences or clinically relevant delay in treatment reported.

Manufacturer narrative:
The device was not evaluated by a stryker representative. The account did not know the catalog number of the device involved. They stated that the product had been replaced and that no further information is available regarding the event. H3 other text: device was not made available by account.

Event description:
It was reported that during therapy, blanket/wrap contact surface temperature not cold enough which led to an infant being out of therapeutic hypothermia range for roughly 50 minutes. There were no adverse consequences or clinically relevant delay in treatment reported.